Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 the patient had frequent low flow alarms occurring between 2.0-2.5 lpm. The patient was hemodynamically stable between the stated flow range and completely asymptomatic. The center requested a low flow alarm threshold (lfat) change to be performed to the 2.0 low flow limit. The ventricular assist device (vad) coordinator consulted the provider, and they wanted to continue with the software upgrade. The patient's backup system controller was programmed to the alarm limit of 2.0 lpm successfully using the lfat. The vad coordinator then changed the patient's controller, and the new backup controller was programmed. The patient tolerated the controller swap without any issues. The orange soft button on the patient's original primary controller would not compress easily to perform the controller exchange. It took excessive force to push it inward to release the driveline. There was visible debris around the button. Clinical recommended they consider replacing the controller, now backup controller, with a new one to ensure any future controller changes proceed without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty in pressing the driveline disconnect button was unable to be confirmed. The log files did not indicate any issues with the system controller. The system controller (B)(6) was not returned for testing. Provided information indicated that the orange soft button on the patient's original primary controller would not compress easily to perform the controller exchange. It took excessive force to push it inward to release the driveline. There was visible debris around the button. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.